Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient received an inappropriate shock, due to noise being oversensed. This right ventricular (rv) lead pace impedance was reportedly less than 200 ohms. The pace/sense portion of the lead was found to be the cause of the issues and was reported to be due to a subclavian crush. The lead was subsequently removed and replaced. No additional adverse patient effects were reported.